Event description:
The lay user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The pt reported obtain/verify info. The pt reported obtaining a 128 mg/dl around 5:30 pm, while experiencing no symptoms of high or low glucose levels. He admin humalog (sliding scale) prior to eating dinner. He ate a "typical dinner". His roommate found him unconscious between 9:00 and 10:00 pm. The pt could not specify if he developed symptoms or when he actually lost consciousness. No attempts were made to test with the reported meter at the time of concern. The paramedics were contacted and upon their arrival a result of 24 mg/dl was obtained on the ems meter. He was admin dextrose while in transport to the ER. Approx 45 mins later, he arrived at the ER. He could only recall the third and last blood blucose test yielded a result of 104 mg/dl. Due to finalcial reasons and feeling discomfort, he decided to leave the hosp. The pt claimed that he was feeling fine when he decided to decline to bedtime stages of kidney problems and high blood pressure. The customer care advocate verified that the meter was set to the correct calibration code. The pt was correctly cleaning the punctures area and using the correct testing techniques. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt states he admin insulin based on the meter reading, lost consciousness hrs later, and received med treatment for hypoglycemia.